Event description:
It was reported that the user experienced elevated glucose beginning early in the morning with the ilet displaying high readings, administered a manual subcutaneous dose of fast-acting insulin with partial reduction to approximately 400 mg/dl, and later detected an insulin odor and a leaking cartridge; the user confirmed correct setup steps and completed a full supply change with support, and replacement supplies were shipped. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. Investigation of this case revealed a leak associated with the reservoir seal consistent with a device leak or splash. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.